Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm apex balloon catheter was advanced for dilation. However, during removal, the balloon sheared off onto the non-boston scientific wire. The device was successfully retrieved by pulling the wire out. The procedure was completed with a different device. No patient complications were reported.